Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
During test with qed6. The first shock test trials, the AED could only build up a current of approximately 30 j. Then I changed the test pad, again in the first round only 30 years. I have then restarted everything again, 3rd attempt then each achieved the required j. Now, however, from the AED request for maintenance and despite inserting two different new pad, the led blinked red, and a beep, which now also came to new. There was no patient involved in this event.